Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 270 mg/dl. A pump system check was performed and it was verified that the pump was functioning as intended. The customer consulted with healthcare provider regarding adjusting the pump settings; however, bg levels did not decrease to target range. Customer believed that the cause of the bg level was due to an issue with the pump. However, the specific cause could not be provided.